Manufacturer narrative:
This is one event for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged that the pt experienced sudden cardiac death due to administration of the products for dialysis treatment.